Event description:
The customer reported being hospitalized with severely dehydration and unable to breath. However, they were unable to determine the cause of her illness. The blood glucose was over 400mg/dl. The caller stated that she had breathing problems, loss of weight and fever. They believed it was a viral lung infection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.